Manufacturer narrative:
The ge svc rep found an arcing x-ray tube waiting for authorization to repair. He replaced the x-ray tube, swapped cooling fins, thermal sensor and switches' hat. Verified proper alignment of the collimator. Run filament calibration. Checked kv tracking. System is operating as intended.

Event description:
Customer reported that during a post spinal fusion procedure, some of the images produced by the c-arm were too dark and an overfault error was displayed on the mainframe. The system continued to operate during the procedure. There was no pt injury.